Manufacturer narrative:
The device was used for an off label indication.

Event description:
Williams, n.r., short, e.b., hopkins, t., bentzley, b.s., sahlem, g.l., pannu, j., schmidt, m., borckardt, j.j., korte, j.e., george, m.s., takacs, I., nahas, z. Five-year follow-up of bilateral epidural prefrontal cortical stimulation for treatment-resistant depression. Brain stimulation. 2016. Summary: to examine the long-term safety and efficacy of epidural prefrontal cortical stimulation (epcs) of the frontopolar cortex (fpc) and dorsolateral prefrontal cortex (dlpfc) for treatment of treatment-resistant depression (trd). Reported events: patient 2: a (B)(6) male patient with epidural prefrontal cortical stimulation (epcs) for depression due to bipolar affective disorder was hospitalized ((B)(6) 2011) for depression and an inability to care for themselves. They received medication management and send home after a week. The authors reported that patients were first implanted with itrel 3 or synergy devices, ultimately replaced with kinetra and/or activa devices, however the precise timing of these replacements remains unclear. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.